Manufacturer narrative:
This pump has been evaluated by baxter and the reported problem of the occlusion alarm being out of specification was confirmed. This slightly out of spec. Condition is due to the fact that the pump was reported to have been dropped. This dropping is consisent with this report of physical damage found with the device.

Event description:
Pump reported as "having been dropped" and "occlusion alarm out of calibration". This pump was not involved in any pt incident or in use problems.